Manufacturer narrative:
(B)(4). The reported complaint of "no aug on ap waveform and strange bpw" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported " no aug on ap waveform and strange bpw in 1:1 without alarms". To continue therapy the console was switched. No patient injury or consequence. The patient's current condition was reported as "critical"

Event description:
It was reported " no aug on ap waveform and strange bpw in 1:1 without alarms". To continue therapy the console was switched. No patient injury or consequence. The patient's current condition was reported as "critical"

Manufacturer narrative:
(B)(4).